Event description:
The novasure was inserted into the vaginal cavity for use and failed to ablate. The surgeon tried to use the device again and the novasure failed. The novasure rep was present when the device failed. The device was removed from the back table and team lead was advised. Another device was obtained and the procedure continued without incident. No patient harm.